Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The suspect device is the lead and diagnostics available at that time were within normal limits. No suspected malfunction of the generator exists, and as such, the follow-up report #1 should not have referenced that product analysis of the generator is underway as it is irrelevant information.

Manufacturer narrative:
Describe event or problem; corrected data: the suspect device is the lead and diagnostics available at that time were within normal limits. No suspected malfunction of the generator exists, and as such, the follow-up report #1 should not have referenced that product analysis of the generator is underway as it is irrelevant information.

Event description:
Analysis of the returned lead was completed. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the ends of the returned lead portions. Incisions in the silicone tubing of the lead coils were necessary to perform proper inspection of the lead. A high impedance condition was identified in the positive coil. Openings were noted on the outer and the inner silicone tubing in the vicinity of the coil discontinuity. Scanning electron microscopy images of the outer silicone tubing suggest the tubing was in contact with some type of electro-cautery tool. Scanning electron microscopy images of the positive coil ends at the coil discontinuity location show that the coil was most likely cut using some type electro-cautery tool as indicated by the fused coil wires in one of the coil ends. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions. Analysis of the returned generator is currently underway.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was reported that during prophylactic generator replacement surgery on (B)(6) 2014, the vns patient¿s replacement generator was tested with the existing lead and diagnostic results revealed high impedance (dc dc ¿ 7). The lead pin was reinserted into the generator header and diagnostic results continued to show high impedance. The patient¿s lead was replaced during the procedure. Pre-operative diagnostic results showed lead impedance within normal limits. The explanted generator and lead have been returned to the manufacturer where analysis is currently underway.